Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate of 105 units. Although requested by tandem technical support, the customer declined to perform troubleshooting and addressed the issue by reloading the cartridge. There was no reported impact to the customer's blood glucose level.